Manufacturer narrative:
This supplemental report is being submitted to provide the device's manufacturing date. Updated fields: d8, h2, h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Event description:
It was reported the subject device image flickered during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screen becomes noised and image error b30. The root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.